Event description:
The husband of a (B)(6) female pt called zoll customer support to report that the response buttons on the pt's monitor weren't working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation, the front response button was non-functional. The cause for the defective response button was isolated to a damaged response button flex cable. The root cause for the damaged response button cable could not be positively identified. No adverse event resulted from the damaged response button cable. The pt received a replacement monitor.